Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0600560 chronic catheter allegedly experienced break, stretched, and fluid leak. This information was received from one source. The malfunction involved a male patient with no reported consequences. No other patient information was provided.

Manufacturer narrative:
H10: the lot number was not provided for the reported malfunction, so a lot history review cannot be performed. The device was returned for evaluation, however the photo was reviewed. The investigation is confirmed for the alleged aneurysm and subsequent rupture of the catheter and leak of fluid. The definitive root cause could not be determined based upon available information the device is labeled for single use. H10: g4, h6 (device - 1069). H11: g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided for the reported malfunction, so a lot history review cannot be performed. The device was returned for evaluation, along with a photo. The investigation is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0600560 chronic catheter allegedly experienced break, stretched, and fluid leak. This information was received from one source. The malfunction involved a male patient with no reported consequences. No other patient information was provided.